Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pcfj, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to their healthcare provider (hcp) yesterday for a check up. The patient thinks it may be close to their sciatic nerve because they can feel a little pain running down the back of their right leg, however, the hcp told them they implanted it "perfect" and it is really close to the nerve. Patient said the pain made it so they couldn't sleep and the hcp recommended decreasing stimulation "a notch." The patient said their hcp told them to contact a manufacture representative (rep) to be at their next appointment so they can adjust the programming. Patient said the hcp said it may just be inflamed so the hcp gave them a prescription that would take any swelling down; patient said it may go away on its own. At the time of the call, the patient was at work which made it difficult for them to use their patient programmer (pp); it was reviewed that the patient should call back during business hours if nee ded. As a result of what was reported, the patient was redirected to their hcp to address symptoms and programming. Additional information was received. A healthcare provider was calling from the post-anesthesia care unit (pacu), they reported the patient had a device replacement done the day of the report due to displacement, it was not in the right spot. Caller wanted to know when they should shower and change the dressing. They were redirected to the patient's healthcare provider. No further complications were reported or anticipated.